Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 april 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A mitraclip xtw was chosen for implantation. Transseptal puncture was suboptimal. During deployment sequence, the clip failed establishment of final arm angle (efaa) s it opened to approximately 70 degrees. Troubleshooting was performed which successfully resolved the issue. Deployment continued but then the clip opened while locked (cowl) after detachment from the delivery system. The clip opened from fully closed to 70 degrees. An additional mitraclip was implanted to stabilize. The procedure ended with mr reduced to grade 1. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa and clip open while locked (cowl) were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.